Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was beep keep going until take the battery. The customer¿s blood glucose level was 318 mg/dl at the time of the incident. Customer states that they experienced high blood glucose. Customer states that having trouble hearing the beeps. Customer assisted with self test and insulin pump was not beep during tone test. Customer reported that damage to the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with frozen screen and a constant audio, problem isolated to mother board. Unable to perform self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to frozen screen. Device had stripped battery cap coin slot (p), cracked battery tube threads.